Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-11887). Lithium clusters were observed during the analysis. No additional analysis is necessary

Event description:
It was reported that an asymptomatic patient presented in clinic with device at end-of service (eos). The device was explanted and replaced.